Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one used unit without its associated safety mechanism or original packaging and two needleless connectors were returned for evaluation. A visual inspection did not show any damage to the returned unit. The device's safety mechanism could not be evaluated as it was not returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6092598. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety shield of a 22g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system failed to activate during use. There was no report of injury or medical intervention.